Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that there was no problem with the patient¿s recharging system, it turned out that they just needed more education on the process. The cause of the high impedances was not officially determined, but it was thought to be a result of the fall. The patient¿s recharging issues have been resolved with more education.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that after the patient fell on (B)(6) 2017, the patient started having to charge their device too often. They used to be able to charge their device every other night for two to four hours to reach a 90 percent charge. Since the fall they are having to charge their device every day for 20 minutes to reach a 90 percent charge, but this would only last the patient for about 3 hours. Impedance tests were done at 0.7v and on contacts 0 through 7 impedances were all greater than 10,000 ohms. On contacts 8 to 15 impedances ranged from 600 to 800 ohms. An estimated recharge interval was performed and the following are the results: 3.2v/750pw/100hz. Therapy impedance: 528 ohms. Electrode used: 8+ 9+ 10- patient uses stimulation for 12 hours on estimated recharging interval: 15 days it was reported that when the patient interrogated the device, they did not see a power-on-reset (por) message. It was recommended for the patient to follow-up their healthcare provider.